Event description:
The customer reported lower-than-expected dil-hcg recovery for quality control and patient results between reagent pipettors #1 and #2 involving the unicel® dxi 600 access® immunoassay system. This report is four of four referencing the patients on the event date noted. Quality control (qc) data from reagent pipettor #2 were occasionally out-of-range low or near 2 standard deviations (sds) low, while results from reagent pipettor #1 were within range. The customer performed a 10-patient sample correlation between both reagent pipettors and observed a 17% to 35% low bias. The customer stated 106 dil-hcg patient results were retested on an alternate unicel® dxi system and noted a majority of the results were discrepantly higher upon retest. The initial results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System check failed the unwashed portion with a 2.02% coefficient of variation (%cv). An analysis of system check results indicated the imprecision was mainly due to reagent pipettor #2. Pipettor #2 was disabled, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the precision pump belt on pipettor #2. The belt was discarded. The unwashed portion of system check was repeated which then dropped to a percent coefficient of variation of 1.6%, which was within specifications. The fse then disabled the pipettors alternatively and received similar dil-hcg results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the urethane pump belt and clip on pipettor #2 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00034, 2122870-2014-00035, 2122870-2014-00036 and 2122870-2014-00037.